Event description:
Device 2 of 4; related manufacturer reference number: 1627487-2019-06246, related manufacturer reference number: 1627487-2019-07262, related manufacturer reference number: 1627487-2019-07263. Follow up information identified two extensions associated with the event. These two extensions have been added as reportable devices 3 and 4. Extension device information is unknown at this time.

Manufacturer narrative:
The reported event for invalid impedances was confirmed. As received, the lead was complete. Microscopic analysis revealed channels 1, 2, 5, 7, 10, 13 and 16 wires were detached from the paddle electrodes. The root cause is consistent with an overstress condition the lead was subjected to while still in vivo.

Event description:
Device 2 of 4. Related manufacturer reference number: 1627487-2019-06246. Related manufacturer reference number: 1627487-2019-07262. Related manufacturer reference number: 1627487-2019-07263.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-06246. This report is related to a (B)(6) patient. It was reported the patient lost therapy due to high/low impedance. Reprogramming attempts were unable to provide resolution. In turn, the patient's scs system was explanted and replaced with a competitor's device.